Event description:
It was reported that pump battery would not charge even when different charging cables, wall adapters, and power outlets were used, and charging connection was not recognized, though pump did not shut down and could still be turned on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy. Cts to replace pump.